Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153670 and test base part number 195-430h / lot 148383.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168966 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample and generated a negative result. The consumer reported that prior to taking the binaxnow¿ covid-19 antigen self test, she had taken a rapid test ( model: unknown) with medical personnel and was verbally given a positive result. Confirmation testing was not performed. The consumer reported that she had an upcoming scheduled health check as a third option with her provider. No additional patient information, including treatment and outcome, was provided.